Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was found to have corrupt files and was reformatted. The software was then reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up and error code 100 was displayed during a procedure when the footswitch was released. The system could not recover. The patient was moved to another room and the procedure was completed. There was no adverse patient involvement reported.